Event description:
A clinical leader reported that during intraocular lens (iol) implant surgery, the lens came out of the plunger with sudden force and ruptured the posterior capsule. It was also noted that the haptic was stuck to the optic. An enlarged incision was required to remove and replace the lens during the same procedure. Sutures were also required. In a follow-up, the surgeon reported the outcome of the event as "good".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and a completed questionaire was received on 02/10/2009.